Event description:
Indication for procedure: bi-valve upgrade with occlusion. Procedure: this was a left-sided procedure, performed in the operating room, utilizing both an arterial line and fluoroscopy during the procedure. The physician successfully removed 2 leads (atrial and ventricular) lasing with a spnc laser sheath and a lead locking device (unk sizes). Pt's status changed during the re-implantation of leads, rather than during the extraction, from a reported atrial perforation. Resuscitation efforts where not successful and the pt expired. Device analysis: there were no serial numbers provided for the spnc devices used in this case secondary to their disposal during the code. Therefore, a lot history review was unable to be performed. The physician reported that the spnc extraction devices were not the causative factors in the pt's death.